Event description:
The customer reported that his olympus high-definition lcd monitor was unexpectantly losing power after approximately 2 minutes of operation during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was losing power after a few minutes of having been turned on. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter confirming that the intended procedure was completed using a similar device. Other details were requested; however, the initial reporter was not at liberty to provide further information.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the indicated phenomenon "the power of the monitor was turned off" was reproduced. A probable cause could not be identified. Olympus will continue to monitor field performance for this device.